Manufacturer narrative:
Additional method code: (B)(4). Mechanical evaluation, (B)(4). Manufacturing review, and (B)(4). Sterilization process review investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Signals in the rdf showed that the optia system operated as intended. A service call was placed and a full machine checkout was performed. The machine is functioning per manufacturer's specification. An autotest and saline run was successfully performed. Root cause: the customer confirmed that the chest pain and other sickle cell related leg pain occurred during the procedure were related to the patient's disease conditions.

Event description:
The customer reported that during a continous mononuclear cell (cmnc) collection procedure, a sickle cell patient complained of chest pain and leg pain. Per physician's order, the patient was given 3 doses of 0.4mg of sublingual nitroglycerin via IV, one dose of 2mg of hydromorphone injection via IV, and an EKG, echo, and lab tests were given to the patient. Per the customer, the patient is reported in stable condition. The customer declined to provide the patient identifier (ID) the cmnc collection set is not available for return because it was discarded by the customer.